Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and the day after the procedure, the patient experienced a stroke like issue with left side weakness. During the ablation procedure, they had a bubble error on the ngen pump. They flushed the tube and the issue was resolved. Then, they had an issue with the patient¿s activated clotting time (act) fluctuating. The procedure was completed. The next day, the patient had stroke-like issues with left side weakness. Little information is known at the time of reporting. The carto 3 system, trupulse generator, octaray catheter, soundstar catheter, varipulse catheter, and decanav catheter were used for the procedure. Catheters were disposed of. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was at times low acts. The patient required extended hospitalization. The outcome of the adverse event was improved. The act before and during ablation was possible low acts. There was one transseptal. The energy delivered was pulsed field ablation (pfa). The neurological impairment event that occurred was cerebrovascular accident (cva). The patient¿s symptoms did not resolve. There was no evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. This was a new procedure/first time. There were no other observations such as intracardiac excessive microbubbles observed via ultrasound, nor excessive impedance errors noted during the case. The patient rhythm during ablation was sinus rhythm. Pre-ablation thrombus check was performed. The patient presented neurovascular symptoms post procedure. The patient did not have any anatomical abnormalities. No ablation was performed outside of the pulmonary vein isolation (pvi). The bubble error is not MDR reportable.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that the procedure had issues with the patients act fluctuating (sometimes low). Per IFU, act shall be monitored as = 350 seconds prior to ablation with the catheter and check every 15-30 minutes while the catheter is in the left atrium. Failure to maintain appropriate anticoagulation levels may increase the risk for thromboembolic events. Internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional clarifying information was received which indicated that the event date was 08-oct-2025. Therefore, section b3. Date of event has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).